Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer has been experiencing low blood glucose on (B)(6) 2017 with blood glucose of 41, 61, 77, 84, and another 61 mg/dl at the time of the incident. The customer was at 161 mg/dl at the time of the call. The customer was given food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and over delivery was alleged. Customer is using pump in auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The insulin pump was programmed with multiple boluses and monitored for seven (7) days. All boluses delivered properly and were listed in the daily history screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.